Event description:
It was reported an issue with monosyn suture. The client reported that the thread came off the needle. This has happened between four and five times in the last six months. The frequency has been gradually increasing in this batch.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.